Event description:
It was reported the customer is having problems with the insulin pump. Customer's mother stated she changed the infusion set and forgot to fill tubing and cannula. Two days later she changed the set again and customer had high blood glucose. Customer's mother did see drops coming out and did not check if the set was kinked. Customer's mother was advised to do a change set and if issue persisted to reach the helpline. Customer also reported she had infection the infusion set site. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.